Manufacturer narrative:
Concomitant medical product: 6935-58 lead implanted: (B)(6) 2009, 5076-45 lead implanted: (B)(6) 2009. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that the cardiac resynchronization therapy defibrillator (crt-d) did not shock the patient during an episode of ventricular tachycardia (vt), the patient died, and the patient family member questioned why nothing happened. The patient also described an episode where the patient "stopped breathing" about four months earlier and had to be revived by the fire department. At that time, the physician "implanted a third lead wire to make the heart beat stronger and faster." The device status is unknown.